Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during device setup, the touchscreen does not respond as required, and touchscreen calibration failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the touchscreen. After the customer replaced the touchscreen, touchscreen calibration was performed. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
G - contact office phone number: (B)(6).